Event description:
Country of complaint: (B)(6). Revision surgery was required due to loosening of the implant. Surgeon monitored the loosening periodically over several months and decided to remove all components. Components that were explanted: nn261k / tibial plug 12mm (sz 1-3). Lot number: 51950018. Nx029k / vega ps femoral component cemented f4n r. Lot number: 51941000. Nx110 / vega ps gliding surface t1/1+ 10mm. Lot number: 51944943.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: the manufacturing documentation was reviewed for all of the components per lot numbers. There were no indication for a manufacturing error or material defect of any component. Description of products: nx029k: the femur component exhibits minimal bone cement on the inner surface. Nx051k: the tibia component exhibits minimal bone cement on the undersurface. Nx110: the meniscus component exhibits extreme pitting. This was most probably a result of third-body wear. The cause for the third-body wear was most likely due to excessive bone cement that has migrated into the joint gap. Nn261k: the obturator does not exhibit any abnormalities. The obturator is only to be tightened by hand. It is not possible to tighten this component with a torque wrench. The most plausible reason for the loosening of the obturator is that it was not screwed on tight enough. Due to the fact that the torque is not defined in the instructions manual, this cannot be a user error. The cause of the loosening is related to product design. The products are according to the specification. Corrective/preventive action: has been initiated at the OEM.